Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13848, an image, and data files were returned and analyzed. The returned image file showed the blood bottle assembly of the console; no traces of blood could be seen in the image. The data files showed seven applications were performed without issue on the date of the event. Two applications were performed with a non-returned balloon catheter without any system notice on the date of the event. The following system notices were triggered on the date of event: 50006 (a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled) and 50005 (a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection). Visual inspection of the returned balloon catheter showed that the device was intact with no appa rent issues. Smart chip verification indicated the balloon catheter was used for seven applications. After reprogramming, the balloon catheter was connected to the test console and it failed the performance test as system notice 50005 was triggered promptly on con nection. Further analysis through dissection and pressure testing revealed traces of blood in the vacuum line and a guidewire lumen kink and breach at 3.07 inches from the tip. In conclusion, the reported visible blood was confirmed through testing. The balloon catheter failed the returned product inspection due to visible blood and a guidewire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when replacing the coaxial umbilical cable, blood had traveled through the balloon catheter and was found inside the cable. The balloon catheter was also replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.